Event description:
A nurse reported problems with the focus and the electric power supply during a procedure. The case was completed with no harm to the pt. Additional info has been requested regarding how the issue was received to complete the case and more detailed info about the reported issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).